Event description:
It was reported by a physician's office that their hand-held device (hhd) was not allowing them to align the screen. Later, the hhd would not turn on. When a hard reset was performed, the hhd became frozen on the "clear all data" screen. Troubleshooting did not resolve the issue. Attempts for further info have been unsuccessful to date.